Manufacturer narrative:
Bayer service performed a site visit and replaced the aioc (all-in-one computer) display and the system was restored to normal operation. On august 3, 2016, bayer medical care distributed a field safety notice recalling affected certegra® workstation all-in-one computers (aioc) with part number 3030896 that are used in conjunction with the medrad® stellant® CT injection system.

Event description:
The following information was received from a bayer representative: a customer reported smoke was seen coming from the medrad stellant CT injection system all-in-one computer (aioc) display after a power outage had occurred at the site. No injury or adverse event was reported.